Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed and cracks were noted in the minicap. Functional testing verified leaks from the cracks in the minicap. The direct causes of the reported condition of ¿iodine leak¿ are the two cracks in the minicap. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was broken and leaked iodine. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 5.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.